Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).

Event description:
It was reported telemetry confirmed a critical alarm was occurring due to zero milliliter (ml) reservoir volume reached. The patient missed a refill appointment and the empty reservoir alarm occurred on 2014 (B)(6) at 00:31. The patient was experiencing more pain since the pump went empty. It was noted the pump was refilled and reprogrammed. The patient tolerated well with no side effects and recovered without permanent impairment. The pump was being used to deliver hydromorphone and compounded baclofen. If additional information is received, a follow-up report will be sent.